Event description:
Customer reported that the battery in the insulin pump failed during normal use. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.